Event description:
It was reported that the customer had dirt underneath the screen of the insulin pump. Customer stated that this issue started occurring about a month ago. Customer stated that she attempted to clean the screen. Customer stated that the pump was working fine. Customer performed a self-test and the test was complete. Customer was advised to monitor the pump. Customer stated that she was hospitalized for low blood glucose readings. Customer declined troubleshooting for low blood glucose levels. Customer stated that her pump was working fine. Customer was hospitalized 2 weeks ago. Customer's blood glucose level was 28 mg/dl at the time. Customer went home from work and had the time to eat, but her blood glucose level went low too quickly. Customer stated that the perceived cause of the low blood glucose level was because she didn't eat. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.